Event description:
It was reported that a hematoma occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The septum was difficult to cross with the watchman sheath. Then, the procedure continued without incident. A 24 mm device was placed but it was too large for the appendage. Thus, a 20 mm device was placed and closed the appendage thus completing the procedure. After release while looking at the transesophageal echocardiogram (tee) there was noted a hematoma in at the wall of the left atrium in the posterior aspect. The hematoma was monitored, no blood products were given, no intervention was required. The patient was admitted overnight for monitoring and discharged next day. No medical or surgical intervention was done. The echo next day showed significant decrease in the size of the hematoma. In the physician opinion, the difficult nature of the septum possibly leaving the versacross wire to become straightened out instead of curved for a brief moment may have caused the contained bleeding in the wall of the left atrium however it was hard to fact what was the cause of the issue. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.